Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in stage 2 extension and ins placement surgery. When impedances were tested, contact 3 monopolar and bipolar showed red with "high" as the value with no number. All connection sites were secure and connected properly. They attempted to connect the lead to the twistlock to test and the physician said there was resistance when connecting the stimlock to the lead. When the lead impedance was tested, it showed all red. A second extension was used and the impedance issue did not resolve. The surgery was completed and they said electrode 3 would not be used in programming.